Event description:
Device 2 of 2 reference MFR. Report: 1627487-2019-05568. Follow-up information revealed reprogramming did not resolve the issue. The patient will follow up with the physician as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05568.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05568. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, where the lead was explanted and replaced. The new lead was connected the pre-existing ipg. Post-operatively, the patient felt mainly left sided stimulation coverage. The patient will undergo additional reprogramming as the next course of action.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2019-05568. It was reported the patient experienced sharp back pain on her right side and at ipg site. Also, the patient experienced intermittent numbness and tingling spasms. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.